Event description:
It was reported that the patient had experienced issues with infections in the past. It was unknown what drug was being used at the time of the infections. Additional information had been requested.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).